Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found in the bd slip tip syringe with the bd precisionglide¿ needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse found a black floating object in the syringe while draining fluid."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found in the bd slip tip syringe with the bd precisionglide¿ needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse found a black floating object in the syringe while draining fluid."

Event description:
It was reported that black foreign matter was found in the bd slip tip syringe with the bd precisionglide¿ needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: "the nurse found a black floating object in the syringe while draining fluid."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 301945 and lot number 1907177. The review established that all production and quality processes were carried out normally and no abnormalities or quality notifications related to this reported incident were identified. To aid in the investigation of this issue, one picture sample was provided for evaluation by our quality engineer team. Through examination of the picture, a black particle could be observed within the syringe. Based on the investigation results, an exact cause for the observed foreign related could not be identified.